Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report high blood glucose levels ever since receiving a replacement insulin pump. The customer also stated that she was hospitalized in march due to high blood glucose levels greater than 600 mg/dl. The customer did not want to troubleshoot, and asked for her upgrading options as her current insulin pump was out of warranty. Advised the customer of her options. Nothing further was reported.